Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2025-17453 and 2017865-2025-39378. It was reported that the patient presented in clinic with discharge and wound dehiscence at the device site due to infection. The infection was not associated with any abbott product and/or procedure. During the explant procedure, it was noted that the atrial port setscrew was unable to be loosened. The pacemaker, right atrial lead (ra) and right ventricular (rv) lead were explanted. The patient was in stable condition throughout the procedure.